Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the past year there have been two instances of t-wave oversensing (twos) on the right ventricular (rv) lead post ventricular pace. It was noted that the twos appear when the patient is exercising. Programming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.